Manufacturer narrative:
Insulin pump was received button error alarm due to flattened down button (creased) dome switch. Insulin pump was received with scratched lcd window. Insulin pump was received with broken belt clip slot. Pump received with cracked reservoir tube lip. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had button error alarm and keypad anomaly. The blood glucose at the time of the incident was 227 mg/dl. Troubleshooting was performed. The device was returned for analysis.